Event description:
It was reported via repair work order that the footend lift was stuck at an elevated height and would not lower due to damaged lift power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.